Manufacturer narrative:
Qc was out and it was determined that the lh750 instrument is diluting qc samples and specimens. The operator discontinued reporting patient results from the instrument. A field service engineer (fse) was dispatched: the fse inspected the instrument and found crimped tubing on the vls vacuum line. The fse cleaned the aspiration pathway, repaired crimped tubing and verified the instrument operation. The root cause for specimen dilution of subsequent instrument sampling was a crimped vacuum line on the vls.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low platelet (plt) and hemoglobin (hgb) results on rerun samples due to the instrument diluting of patient specimens. Some of the rerun results have instrument generated flags. Initial results generated are considered correct. No erroneous results were reported out of the lab. There was no change to patient treatment, death or serious injury associated with this event.